Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range pacing impedance for this patient's right atrial (ra) lead. There was also noise present, which lead to several atrial tachy response (atr) events on the device. The physician changed the programming on the lead to be less sensitive, and has no plans for further intervention at this time. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that this lead was surgically abandoned and successfully replaced.